Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and release criteria was checked. With all release criteria being satisfied the physician unscrewed the closure device from core wire and successfully implanted the device in the laa of the patient. During the procedure the patient experienced an st segment elevation. No treatment was needed and there were no other complications that occurred during the procedure. Post procedure there were fibrinous thrombus strands that were noted to be attached on the face of the closure device. The patient was given additional anticoagulation medication and an ensnare was used for retrieval of the thrombus. The patient did well and did not experience any complications. The patient was discharged from the hospital fully recovered from this event.